Manufacturer narrative:
(B)(4). Concomitant medical devices: item# 32-486259, vngd shortquick-release drill, lot# zb110303. Visual examination of the provided photograph confirms a piece of the drill bit remains lodged in the drill. Device was returned, however it was accidentally discarded by zb personnel therefore further evaluation of the device cannot be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Drill bit broke inside of quick release drill when surgeon was attempting to use it.